Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had problems during priming, act button sometimes not register when pushed. The customer¿s blood glucose level unknown at the time of the incident. The customer also stated that insulin pump had unexplainable no delivery alarms, diminished battery life. Customer reported that sometimes had to stop insulin pump and restart prime, boluses were missed as beeped when pressed and the bolus never administered. The insulin pump will not be returned for analysis.